Manufacturer narrative:
Concomitant products: product ID: neu_unknown_cath, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving ¿narcotic infusion¿ via an implantable pump. The patient reported a sudden increase in chronic pain; the event date was noted to be (B)(6) 2016. The patient was scheduled to have a new pump implanted; the date of the explant/replacement was (B)(6) 2016.